Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive at times. The pump was functional. Additionally, it was reported an occlusion alarm occurred. The customer performed an infusion set change and insulin deliveries were resumed. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. The customer's blood glucose level was 157 mg/dl. The customer reported the pump and manual injections would be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure was identified in regards to the alleged occlusion alarm and touchscreen issues; however, a different issue was identified.